Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for analysis and the inability to remove the cds was confirmed via returned device analysis due to the loose/broken guide hemostasis valve. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents for the reported lot. An expanded investigation indicated the most probable root cause of the loose bond was a combination of inherent process variation and variation in physician technique leading to high forces being placed on the bond. Corrective actions to address this issue are in the process of being implemented. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the clip delivery system (cds) met resistance with the steerable guide catheter (sgc) during withdrawal. Difficulty removing a device has the potential to cause or contribute to adverse patient effects. Additionally, to prevent bleeding, the sgc was cut and blocked with a dilator, which is considered medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the steerable guide catheter (sgc) without issue and the clip was successfully deployed. During withdrawal of the cds, resistance was met with the sgc. The clip introducer also could not be removed. Troubleshooting steps were unsuccessful; therefore, the decision was made to remove the sgc and cds as a single unit. As a precaution to prevent bleeding, the sgc was cut and blocked with a dilator. A new sgc to successfully complete the procedure, with mr reduced to 1-2, no adverse patient effects, and no clinically significant delay in the procedure. There was no additional information provided.